Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The device was received with motor error alarm during occlusion test and unable to prime during the prime test due to faulty force sensor. The motor passed motor test. The unit had minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm multiple times. Customer stated the insulin pump stopped delivering insulin properly. The blood glucose reading was 132mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.